Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During second inflation at nominal burst pressure for 40 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.